Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the tap device broke while in use. The left pedicle of c7 had been opened by a high-speed burr, and the pedicle was being tapped. Once last threads entered the bone, the tap sheared off about 1 thread from proximal to the threads on tap and tip remained fully inside left c7 pedicle. Alternate screw site of left c7 lateral mass was utilized. The surgery was completed. It was reported there was no patient injury.